Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: from the facts obtained from the investigation, as a result of inspection by the rc engineer, the phenomenon ¿the image is not displayed¿ was not reproduced, and from this, we could not presume. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had no image. It is unspecified when the issue occurred. There were no reports of patient harm.